Event description:
A shock impedance of greater than 150 ohms was reported. It was suspected that the set screw was loose. The pocket was reopened and the set-screw tightened with some difficulty. Post procedure, all measurements were normal. There are no additional adverse event reported for this pt and all records indicate this system remains actively implanted. Should additional information become available, this event will be updated.